Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 486 mg/dl. Customer also reported insulin flow blocked alarm during fill cannula. Customer reported that, the insulin exits the tubing. Customer reported that insulin does not exit the tubing with fill tubing. Customer reported that, the insulin pump alarmed during fill tubing. Alarm that occurred during fill tubing. Customer treated high blood glucose with manual injection. Customer declined troubleshooting of the high blood glucose. The insulin pump will not be returned for analysis.